Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. The reported sion blue guide wire was returned for evaluation. Originating from the distal mid solder (set at 20mm from the tip to fix the outer coil onto the core wire), the outer coil was stretched for approximately 220mm and the ball tip was found attached at the distal side of the outer coil. At approximately 13mm distal to the distal mid solder, the core-composing core wire and the twist wire was found fractured at the distal end of the exposed inner coil. The guide wire was helically bent from the wire tip to the mid solder, indicating that the wire was rubbed strongly. Observation by scanning electron microscope (sem) found that each fracture end of the core wire and the twist wire had a relatively flat fracture surface, indicating that the core wire and the twist wire were fractured due to torsion. Although the core-composing core wire and twist wire were fractured at approximately 7mm from the tip and the outer coil was stretched, measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the tip of the sion blue guide wire might have been temporarily trapped in the heavily calcified lesion, causing the resistance. In that situation, torsion generated with wire manipulation would accumulate on the wire tip, fracturing the core wire and the twist wire and stretching the outer coil. Although it was concluded that this event was not attributed to product quality, possibility of wire fragment left in patient anatomy could not be completely eradicated if the same event were to recur and additional treatment to remove the guide wire due to difficulty in removal was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. ~ removal difficulty of guide wire. ~ breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified 90-99% stenosis in the segment #2 of the right coronary artery (rca). An asahi sion blue guide wire was advanced to the segment #4 of the rca and could not be removed. An asahi caravel mc microcatheter was advanced to remove the stretched guide wire. The device was then replaced and the procedure was successfully completed with reestablished blood flow. The patient was reportedly fine without any issues after the procedure.